Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he began seeing streaks of light. His surgeon performed a yag capsulotomy and then the consumer reported seeing starbursts. In a follow-up, the surgeon reported the yag was performed for posterior capsule opacification. The surgeon reported the event continues and is reproducible at any time at certain angles of light. The surgeon stated the pt was not happy. The pt has been referred for a second opinion.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 08/07/2009 and 08/24/2009 by phone, fax, and mail. A completed questionnaire was received on 08/25/2009. This report was mailed to FDA on: 09/04/2009.